Manufacturer narrative:
Additional information sections: d10, h2, h3, h6, h10. The reported event of device deformation could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined. Please note, per the instructions for use, artmt "do not release the occluder from the delivery cable if: more than 3mm of the occluder extend into the pulmonary artery, left pulmonary artery flow is more than 3m/s or more than 75% greater than the velocity before cardiac catheterization, the occluder does not conform to its original configuration, or if the occluders position is unstable. If any of these conditions exists, recapture the occluder by advancing the sheath over the occluder. Redepoly the occluder. If the occluder's configuration or position remains unsatisfactory, recapture and replaced with a new one."

Manufacturer narrative:
Further information regarding this event has been requested. If returned, investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2020 a ductus closure was performed with the reference device (B)(4) of the batch: 7176841 in a 4.7 mm lung duct, with an introducer of the reference (B)(4) of the batch: 7022729. According to closing instructions. At the time of deploying the device in the pulmonary part it was not configured well and took "cobra shape", which creates distrust in the specialist in its conformation and decides to remove it. It is checked on the table to verify and that it will conform well and it was ok. Again it is decided to pass it and for the second time it takes the shape form, that is, it charges, so the operator decides to change the device. In this case it is decided to change for a reference device (B)(4) of the lot: 7076987 that goes through the same introducer already mentioned and this device is very well conformed. The extra time in the implantation of the new device only took 15 minutes more in the total of the procedure and the patient at all times remained stable and went very well in the end.